Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine (20 mg/ml, 6 mg/day), and dilaudid (20 mg/ml, 6 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that multiple motor stalls and recoveries were in the event logs. The patient did not recently have magnetic resonance imaging (MRI). The pump was 5 months to elective replacement indicator (eri). The patient had an increase in pain and flu-like symptoms, so it appeared to be withdrawal. The motor stalls went back to (B)(6) 2015, and the most recent stall on (B)(6) 2015 did not recover. The dose was lowered to 1 mg/day, and the pump was replaced on (B)(6) 2015; the catheter was also replaced due to not being able to get cerebrospinal fluid (csf) back-flow. The patient outcome was not known. No troubleshooting, or cause of the inability to aspirate was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Information was later received from the manufacturing representative indicating that the inability to aspirate the catheter was determined during the pump replacement procedure, at which time the surgeon removed the existing catheter and replaced it with a new catheter. The reason for inability to aspirate the catheter was not pursued and determined because it was unnecessary as they explanted the catheter and implanted a new one